Event description:
It was reported that this right atrial (ra) lead had dislodged shortly after implant. Subsequently, this patient underwent a revision procedure and this lead was successfully repositioned. No additional adverse patient effects were reported. The ra lead remains in service.